Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment, a probe check was performed and the device failed the probe check. A u509 error code was observed due to the broken probe. The intact portion of the probe unit measured approximately 3 mm. The broken portion of the probe was returned with the device and approximately measures 16mm. Visual inspection on the device was performed and found the teflon pad was found melted with a dent on it; however no metal was exposed. There was tissue built up on the device. In additional findings, charred marks and scrape were also noted at the proximal end of the jaw. The intact probe unit has signs of stress at the breaking point. The user¿s complaint was confirmed. The most likely cause for such probe damage is due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. This type of probe breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unknown procedure there was a probe damage error and the probe broke off inside patient just after the message was displayed. The probe was retrieved successfully. There was no patient injury reported.